Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is 74 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:compatibility of radiofrequency surgical sponge detection technology with cardiac implantable electronic devices and temporary pacemakers. Pace 2016; 39:1254¿1260. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding temporary pacemakers. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The radiofrequency surgical sponge detection wand was activated and moved over the patient in the zigzag pattern. The article reports two patients with temporary pacemakers programmed in the ddd pacing modes exhibited inhibition of pacing in both the atrial and ventricular leads. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.